Event description:
The rptr states the product is now labeled "new look. Same trusted product". The former product allowed him to insert the used lancet into the center of the twist-off cap for easy, safe disposal. Picture the round twist-off plastic cap as a coin. He would stick the needle into the center of one of the sides, not the edge. The new product is of a different material make-up (and different color-white). With the new product, when one attempts to do the same to dispose of the needle, the new material extrudes the lancet; actually repels it, if you will. This now means the contaminated needle is exposed and is a hazard. There may be other diabetics who also prefer this method of disposal. This is the only lancet that works with his puncture device. He will have to employ a separate container for disposal now. He in not an insulin dependent diabetic, so he did not use syringes and did not use such a container.